Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015; inratio inr: 5.1; laboratory inr: 1.1. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) to six (6) hours. There was no reported adverse patient sequela. There was no additional information provided.